Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone, phone_control_ios. Cloud - omnipod 5 software app version 1.1.6. Cloud - smartphone operating system 18.0. Cloud - smartphone hardware iphone13.2. Cloud - cgm sensor type g6.

Event description:
A patient reports while wearing a pod for less than an hour, the pods pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. In addition, the patient reports the pods cannula had become dislodged from the pod infusion site. The patient's reported blood glucose level was between 120 mg/dl and 250 mg/dl.

Manufacturer narrative:
The returned device was evaluated and the pod arrived fully deployed. No timeouts or drive stalls were observed. The pod delivered less than 200 pulses. No damages or deficiencies were observed on the needle mechanism, which was reset and redeployed successfully. The cause of the reported needle mechanism complaint could not be determined. No damages were observed that would contribute to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined.